Event description:
It was reported that the customer experienced issues with the up and down buttons when she was looking at the alarm history page of the insulin pump. Troubleshooting was declined by the customer. The customer did not recall any significant events leading to the keypad issues. The customer also mentioned receiving multiple no delivery alarms. The customer's blood glucose was over 400 mg/dl. The customer treated herself with a manual injection. The customer expressed sleepiness as a symptom of her high blood glucose. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no blank display or battery alarms were noted. The insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.